Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, there was the possibility that the reported phenomenon was attributed to the damage of the ccd, the failure of the electrical circuit board of the video connector or the failure of the other device of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during unspecified timing the scope communication error b30 was displayed. There was no report of patient injury associated with the event.